Event description:
It was reported that the customer's insulin pump was damaged. The display screen was cracked. The customer could not read the screen because oil came out of it. His blood glucose level was 90 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners, reservoir tube lip, battery tube threads, and minor scratches on display window.